Event description:
The customer contact reported a whitescreen error. During testing at the user facility after the device was power on, the device alarmed with a whitescreen error. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing. During testing, the device did not display a whitescreen error and no whitescreen errors were noted during a review of the device history. This report represents all the information known by the reporter upon query by hospira personnel.